Manufacturer narrative:
Patient age at time of event. The stent remains implanted in the patient. The delivery system was used more three years prior to event; thus, it was not requested for return. A review of the lot history record (lhr) was performed. There were no non-conformances observed related to the reported event for this lot. The lot conforms to its predetermined specifications and requirements. Death is listed in the instructions for use (cobra pzf) as labeled potential adverse events. While the cause of death is unknown, patient comorbidities (coronary artery disease, hypertension, hyperlipidemia, prior transient ischemic attack, prior smoking, and potential issue related to lung biopsy), and/or advanced age are likely contributing factors to patient's death. However, relatedness to the device could not be completely ruled out, due to the absence of source documents, autopsy report, and any additional circumstances surrounding the death. In this case, no product malfunction, failure or deterioration of characteristic or performance of the device, or inadequacy in the labeling and/or instructions for use was identified. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
An (B)(6) male with a medical history of coronary artery disease, prior percutaneous coronary intervention (pci) in (B)(6) 2014, hypertension, hyperlipidemia, transient ischemic attack in (B)(6) 2013, prior smoker, and status post lung biopsy and cataract surgery, presented on (B)(6) 2014 with unstable angina. The patient enrolled in cobra pzf shield trial. On (B)(6) 2014, angiography showed a 90% stenosed type c lesion in the ramus intermedius coronary artery. After pre-dilating the lesion with a 2.5x15mm balloon, a 2.50x24mm cobra pzf nanocoated stent was deployed at 12 atmospheres, followed by post-dilatation with a 2.5x15mm balloon. The procedure was concluded and the patient was discharged the following day. On (B)(6) 2018, the patient expired at home, with the cause of death unknown. Per the investigator, the death event is not related to the index procedure or study device. Though requested, no additional information was provided.